Manufacturer narrative:
The device was returned to olympus for inspection. The most probable cause of the discovered damages is traced to d02 - cause traced to component failure. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited missing silicon rubber, probe was taped at plastic distal end cover. There was no patient involvement.